Event description:
Pt activated device on (B)(6) 2010. No blood glucose test was performed. The next morning at 11:12 am, there was an auto-off advisory, indicating that the pdm had not received a status from the pod in a time period set by the user. The first bg result after the device change was 500 mg/dl at 2:39 on (B)(6). A 16.45 unit insulin bolus was administered and bg had lowered to 153 mg/dl by 7:00 pm. The next day (B)(6), bg rose again to 472 mg/dl by 10:32 am, so 13.80 units of insulin were taken; 30 grams of carbohydrate were ingested as well. By 1:43 pm, the bg was 500 mg/dl and another 8.5 unit bolus was administered. Her diabetes counselor advised changing the device, taking a manual injection of 12 units and going to the ER. It was deactivated at 3:43 pm. She was treated with IV hydration but no insulin, and her bg began returning to normal around 7 pm.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's hypoglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), and advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat hyperglycemia, it recommends, "if your blood glucose is 250 mg/dl, or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."